Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the scheduled reports were not printing. A technical support specialist. Tss verified that all scheduled reports had printed as normal. The customer later confirmed through the information technology (it) technician that the printer was functioning normally and reported that the okireports domain account was locked, requesting assistance. The customer identified the report which was not printing was medications ordered at or below minimum and also stated that the old printer ok apeosport tach IV could be deleted. Tss dialed into the server and set up new printer and removed the outdated printer as requested. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it was not printing scheduled pyxis report. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.